Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula crimped event on 14-may-2024. The event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 130mgdl. The patient resolved the event by changing infusion set and resumed insulin successfully. No further information available.